Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose while using the ilet bionic pancreas and had independently adjusted the daily glucose target end time from evening to late afternoon without consulting a healthcare professional. Symptoms included a blood glucose nadir of 65 mg/dl with approximately 10 minutes under 70 mg/dl and low glucose alerts received, without loss of consciousness or other acute symptoms. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed that the device issued low and urgent low alerts and functioned as designed, while the specific cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.